Manufacturer narrative:
The reported complaint that "the autopulse platform ((B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message" was confirmed during functional testing and review of the archive data. The root cause of the (ua) 07 was due to the failure of single point load cell #1, likely attributed to failed component(s), or mishandling such as a drop. Visual inspection of the returned platform was performed, and no physical damage was observed. A review of the archive data showed multiple (ua) 07 on the event date; thus, confirming the reported complaint. The platform failed initial functional testing due to the (ua) 07 advisory message displayed upon powering up the platform; thus, confirming the reported complaint. The load sensing system has detected a weight/load imbalance between the two load cells. The load cell characterization result indicated single point load cell module 1 failed, which affects the linearity of the two load cells installed in the autopulse platform. The over-reporting single point load cell #1 was replaced to remedy the complaint. After service, the autopulse platform passed the load cell characterization test and run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for autopulse with serial number (B)(4)

Event description:
The customer reported that during shift check, the autopulse platform ((B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. No patient involvement.